Event description:
The patient reported he was hospitalized 10 days ago for a diabetes related serious incident. No further information was provided. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).